Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a patient regarding an external neurostimulator (ens). Patient reported an event that occurred with the trialing system. During the trial, the patient stepped on the lead wire and it came loose. The lead was ripped out a couple of inches out of the patient. Patient went on to have the permanent system installed. No further patient complications have been reported as a result of this event.